Event description:
Iab was inserted as "usual" but balloon would not unwrap. Physician tried to manually unwrap but was unsuccessful. Balloon membrane unwrapped proximally and distally but not in the middle. Iab was exchanged. There were no reported pt complications.